Manufacturer narrative:
There was no patient involvement no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that not only outer but inner cartons got damaged for 5 kits. Replacements were requested. No further information was provided.

Manufacturer narrative:
Section h1: correction. Section d10: additional information. Manufacturer's investigation conclusion: the report of damage to the outer shipping box and inner shipping box was confirmed. The heartmate 3 (hm3) implant kit was returned in the original shipping boxes. The outer shipping box showed a dent on the top of the box as well as a scrape on one long side of the box and a cut on the other long side of the box. There was damage to the edge of one of the opening flaps on the top. A bottom corner of the box was dented and there were multiple scratches on the bottom of the box. The inner shipping box revealed a small cut on a long side of the box as well as a dent on a bottom edge of the box. There was no indication that the implant kit was affected by the damage. Review of the manufacturing documentation found no deviations from manufacturing or quality assurance specifications, including packaging and labeling inspection. The reported damage appeared to have occurred during shipment to the distributor, however, the specific root cause could not be determined. The heartmate 3 instructions for use (japan) indicates, in section 5 (surgical procedures), the steps to take in order to maintain sterility of the components. This section also warns not to use sterile components if the sterile packaging is compromised. In addition, section 5 (under "surgical considerations") warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section e "symbols" (under ¿description of labeling symbols¿) includes a description of the general symbol which indicates to not use if package is damaged. No further information was provided. The manufacturer is closing the file on this event.